Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 63089ud00, however, in-house performance testing was completed which indicates the product is performing as expected. The device history record was reviewed and did not identify any non-conformances or deviations associated with the complaint issue. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or product deficiency was identified for alinity I free t4 reagent lot 63089ud00.

Event description:
The customer reported falsely elevated alinity I free t4 result for a patient sample when running on the alinity I am processing module. The following data was provided (customer¿s reference range: 7.9-14.4 pmol/l): the specimen was tested the week of 17jun2024 using reagent lot 63089ud00: sid (B)(6) = initial result = 27 pmol/l (ai24694); repeat result = 12 pmol/l (ai24692). There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I free t4 result for a patient sample when running on the alinity I processing module. The following data was provided (customer¿s reference range: 7.9-14.4 pmol/l): the specimen was tested the week of 17jun2024 using reagent lot 63089ud00: sid (B)(6)= initial result = 27 pmol/l ((B)(6)); repeat result = 12 pmol/l (ai24692) there was no impact to patient management reported.